Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with white lines across the screen confirmed and reproduced during product evaluation. The root cause was determined to be a faulty main display. The main display was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a white line across the screen. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.